Event description:
The customer reported that the system experienced an interlock failure. Failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interlock and fast off connections, connectors and fuses were evaluated and reseated. A ribbon cable connecting the gib backplane and generator driver pcb assembly was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.